Manufacturer narrative:
(B)(4). No sample is available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) occurred during initial drain was not confirmed due to a lack of sample. No root cause has been identified. Home patient (hp) stated there was a lot of air in the patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a low drain volume alarm (ldv) on the homechoice (hc) machine during initial drain. The caregiver (cg) stated that the home patient (hp) had to give a sample earlier that day so she did not get her last fill. The cg further stated the hp did not feel empty. The technical service representative (tsr) assisted the hp with troubleshooting. The cg stated that she saw air in the patient line. The tsr assisted the cg with ending the therapy and getting the set out. The cg stated that the hp gets this alarm more often since using the 1.5 % solution bags. The tsr recommended that the hp contact the nurse (rn) about the alarm. The cg confirmed to start over with all new supplies. On (B)(4) 2010, product surveillance contacted the cg who stated that they had the hc brought to the clinic to be recalibrated and have not had any further issues since the event. The hp did not develop any infection or require any medical intervention from this incident. The cg stated the hp was currently performing therapy without any complications.